Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm software error detected during rewind procedure. Customer's blood glucose at time of incident was unknown. The customer stated pump error was cleared and performed rewind process again. Customer reported active insulin and bolus history was cleared and alarm explained. Customer was advised that error table indicated to replace pump. Customer was advised we are sending pump replacement.

Manufacturer narrative:
Formatted history file analysis has confirmed pump error 53 due to software error. The insulin pump was received with minor scratched lcd window and case.